Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. According to the patient the controller was stuck on a loading screen of 14 out of 29, therefore they were unable to deliver a bolus. Symptoms reported include hyperglycemia, nausea, vomiting and frequent urination. The patient was treated with IV (intravenous) fluids and insulin therapy. The patient was released 8 hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned that the controller would get stuck at step 14 of 29 during loading. Upon turning on and unlocking the returned controller, it was observed that the application got stuck at step 14 of 29 during initialization. No looping or restarting of the app was observed. The initialization error was observed to replicate in the debug version of the application during download of the android log files. Inspection of the android log files from the debug version of the application showed that the application was getting stuck due to an "out of memory" error in the realm initialization. Inspection of the production logs confirmed the initialization error occurring during use, with the logs showing the out of memory error occurring during realm initialization, which resulted in the application getting stuck in realm initialization on subsequent attempts. This error repeated every time the controller was restarted. The default.realm file was found to 1.3 gb in size which is larger than expected and contributed to the out of memory error and subsequent initialization error. It could not be conclusively determined how the realm file increased in size.